Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. Mother states they treated for high blood glucose with manual injection and pump as well. Mother declined troubleshoot for high blood glucose states that they just came from endocrinologist office. The top of the reservoir compartment is cracked and the circle is coming off so then the reservoir keeps coming out too. The customer gets hyperglycemia when the reservoir comes out and she does not notice. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window, cracked select button keypad overlay and stained keypad overlay. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer.